Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt connection) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was detached from the monitor case, damaging internal wires. The cause of the incoming test failure is the damaged belt receptacle. Root cause investigation is ongoing under an existing internal corrective action. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt connection on a patient's monitor was damaged.